Event description:
Rn reports "patient used the del-clamps and the del-clamps opened up and the solution spilled everywhere." Patient received prophylactic antibiotics. Patient did not get peritonitis.